Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot#/serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the circumstances that led to the issue they stated that while they were using the paddle to charge their implanted device, the controller/charger quit working. When asked about the steps taken to resolve the issue, they stated that the manufacturing representative (rep) went through different steps with them to get the controller working. The issue was resolved and they appreciated the rep helping.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said their controller stopped working. Patient said the controller was not powering on. During call patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller turned on. Patient put the battery back into the controller and got the message software problem (agent forgot to collect the rest of the message due to error). Agent walked pt through removing the battery again. Agent then walked patient through set up process. Pt stated their implant battery was depleted. They were going to recharge the implant and call back if needed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.